Event description:
It was reported, the video system center had an error code e333 (touch panel failure). The issue occurred during an unspecified therapeutic procedure. The procedure was completed using the same set of equipment . There were no reports of patient harm.

Manufacturer narrative:
E1- "social welfare corporation hakodate koseiin hakodate central hospital" (user facility complete address captured here due to character limitation in section)the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d10, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.